Manufacturer narrative:
It was reported that the patient underwent umbilical herniorrhaphy, ventral herniorrhaphy, shortening of the uterosacral ligaments for apical vaginal suspension, colpopexy, b/l paravaginal defect repair, retropubic urethropexy, suprapubic cystostomy, cystoscopy and extensive enterolysis with release of band and loop formation on (B)(6) 2014 due to pelvic floor relaxation, apical vaginal prolapse, b/l paravaginal defect, sui, ventral and umbilical hernia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy, cystoscopy, and perineorrhaphy. It was reported that patient underwent revision of avaulta mesh on (B)(6) 2007; vnus left lower extremity with stab phlebectomy, and revision of avaulta mesh of the anterior vaginal wall on (B)(6) 2007; vaginal excision of eroded mesh and perineoplasty on (B)(6) 2008; vaginal excision of eroded avaulta mesh on (B)(6) 2012.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh, avaulta and uretex were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.